Event description:
It was reported that during revision surgery, two pieces of metal broke off of t-handle where reamer connects to handle. Both pieces were found on ground, no harm to patient or delay to surgery. There were two t-handles available in our set, no backup device necessary. The revision surgery was not being performed to a s&n device.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. Both tabs fractured off of the chuck end of the device and were not returned. The device was manufactured in 2009 and exhibits signs of extensive wear/usage. The fracture was likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.